Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture was positive for growth of staphylococcus aureus, which is a bacterium normally found on human skin. Therefore, based on the available information, the peritonitis event can be attributed to patient breach in aseptic technique during the pd exchange, as reported by the patient¿s pd nurse.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with an infection in the pd catheter (not a fresenius product). There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the pd nurse confirmed that on (B)(6) 2026 this patient was hospitalized with peritonitis characterized by symptoms of abdominal pain. The patient had a pd culture obtained (in the hospital) which was positive for growth of the bacteria staphylococcus aureus. The patient was initiated on intra-peritoneal (ip) antibiotic therapy with cefazolin (dosing not provided). The patient is continuing pd therapy in the hospital (details are unknown) and remained hospitalized at the time follow-up was conducted. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated that the peritonitis event was due to patient breach in aseptic technique during the pd exchange.